Event description:
The hosp held its monthly test of starting the emergency generator and shifting the hosp loads to it. Eight servo ventilators shut down during the evolution and alarmed. The vents not restart until they were reset to off and then back on. They were all tested within specifications. No pt injury was reported.